Event description:
An optometrist reported a case of late onset corneal haze, observed three month post operative photo refractive keratectomy (prk) on a pt's left eye. Pt was noted to have been treated with an increase of topical steroid drops. The pt reported blurred and ghosting vision. Upon f/u, reporter indicated the pt symptoms were improving, and was continuing on topical steroid drop treatment.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).